Event description:
It was reported that during a mildly calcified, splenic embolization procedure, the 6 x 40 x 80 mm xpert stent delivery system (sds) was positioned, but the catheter snapped and the stent could not be deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed; however, the strain relief tubing was separated from the outer tube. The failure to deploy the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use, biliary stent used in the vascular the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.